Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The monitor's electrode belt connector was severed and missing causing the faults. The root cause for the missing connector was physical damage. No adverse event resulted from the damaged monitor.